Event description:
The reporter stated the surgeon attempted to insert an aq2010v 10.5 diopter three piece silicone lens. The surgeon was advancing the lens in the injector when he noticed the haptic was not placed correctly. The surgeon attempted to re-open the loading area cover of the injector, but the cover broke. The lens is stuck in the injector. There was pt contact, the tip of the cartridge touched the pt's eye. No pt injury.

Manufacturer narrative:
(B) (4): evaluation results: other, a lens work order search was performed and no similar complaint was found within the work order. (B) (4).